Event description:
It was reported by service report that the left siderail assist cable was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assist cable.